Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an ngen pump and there was blood back flow into the tubing set and no irrigation flow from the irrigation bag. Approximately 4 hours after the start of the procedure, 2 hours after the start of the using the qdot micro catheter, a bubble error occurred and blood was observed in the tubing set. There was no fluid in the irrigation bag, negative pressure developed and the drip chamber of the irrigation tubing collapsed. The physician stated that it was unclear whether the blood appeared at the moment irrigation stopped due to the error, but expressed concern that this might be dangerous. Negative pressure had been applied; therefore, after the pump stopped, air was drawn in from the sheath and entered the tubing. Additionally, the physician considered this to be a human error caused by incomplete air removal and incorrect residual volume settings.